Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number, 0008031213, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 2026095-2016-00071 for the first patient. A report was received stating there were two incidents in which the pumps were expected to infuse in 46-hours but infusions were completed in 8 to 12 hours. No additional information was provided.